Event description:
It was reported that pump displayed malfunction alarm with code and fault ID but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if any further malfunction occurred, which customer understood.